Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, mildly tortuous, narrow and 85% stenosed iliac artery. The 9.0mm x 39mm x 80cm omni elite 35 stent delivery system (sds) was advanced to the lesion; however, after a second evaluation of the stenosis, the decision was made to perform predilatation. Resistance was felt during retraction of the sds with the introducer sheath. The sds and the sheath were removed together as one unit. Another omni elite 35 was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.